Event description:
The pt reportedly has been experiencing an increase in open electrodes. Programming adjustment have been made; however, this did not resolve the issue. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.